Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty closing the foot and device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported patient effect of hemorrhage and perforation are known inherent risks of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.

Event description:
User facility report medwatch (mw5177210) report received, stating: post-procedure, a perclose closure device was deployed over a wire into the right femoral artery (rfa) access site. All deployment steps were correctly followed. However, the sight demonstrated persistent arterial flow, indicating that the perclose suture did not achieve complete hemostasis. Due to incomplete closure, a second perclose device was attempted. This second device was noted to have difficulty seating smoothly within the artery. An angiographic image was obtained from the left femoral artery (lfa) access site, which showed no immediate complications at that time. Manual pressure was then applied to the rfa site for 30 minutes. Despite this, the patient began to decompensate and exhibited signs consistent with a retroperitoneal (rp) bleed. An emergent angiogram was performed via obtaining accessing the lfa, revealing a perforation at the rfa site. The vascular surgery team was urgently notified and mobilized to place a covered stent to manage the arterial perforation.